Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported symptoms of vomiting and dehydration. At that time, the cgm displayed a reading of 300 mg/dl, but no fingerstick test was performed. The patient subsequently presented to the hospital, where a fingerstick measurement indicated a blood glucose level of 500 mg/dl. Based on these findings, the patient was at risk for diabetic ketoacidosis (dka). Treatment included intravenous insulin, saline, and fluids. The exact duration of hospitalization is unknown; however, it exceeded 24 hours. No additional documentation was available regarding further medical evaluation or interventions. At the time of this report, the patient¿s condition was noted as stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.